Event description:
Philips received a complaint on the heartstart mrx als monitor indicating that the device failed self-test. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The device has not been made available to philips. Visual and functional testing could not be performed since the customer rejected to provide more information. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused to service the device.